Event description:
It was reported that, "national loaner bank east and national loaner bank west combined instruments/implants for case. The implants were received missing a case worth of implants. The restock was to come in the day of surgery. There were fedex shipper delays the day of surgery. National loaner bank received only page 1 of 2 for the restock request and thus the restock arrived missing the part # (B)(4) along with 4 other parts. The doctor implanted a size std femur, a s2 baseplate, sm 10 mm insert with a l-xl mrh knee tibial rotating component part #(B)(4). There were no adverse consequences to the patient."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the patient and was not returned to the manufacturer. Additional information was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.